Manufacturer narrative:
The actual suspect 270 device in use during the incident was sent back to dale medical for examination and was received on (B)(4) 2011. Physical examination of the device found it to be in good working condition, confirming the statement made during the meeting on (B)(4) 2011 by the hospital that the device did not fall as initially reported.

Event description:
On (B)(6) 2011, dale medical received a call from the director of respiratory therapy at a hospital in (B)(6). The call informed dale medical that on (B)(6) 2011, the hospital had a sentinel event as a pt experienced an unintended extubation while using a dale et tube holder model 270, and that the tube holder had failed. The event required medical intervention to stabilize the patient, who recovered and was later discharged. On (B)(6)2011, reps of dale medical traveled to (B)(6) and emt with hospital representatives to review the incident that took place on (B)(6) 2011. During the meeting, hospital personnel told dale medical that the dale 270 device did not fail, and instead, user error was the problem.